Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization and low blood glucose readings. The customer's blood glucose reading was below 20 mg/dl. The customer stated that she had occasional low readings and she was at 40 mg/dl at 2pm. The customer treated with juice and her snack. The customer was hospitalized for low readings and head trauma. The customer was working in the garden before being hospitalized. The customer was not involved in a vehicular accident. The customer declined to troubleshoot for low readings.